Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had been damaged. The patient declined to have any replacement procedure performed. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported.